Event description:
Additional information received reported that the patient was scheduled for a lead revision surgery on (B)(6) 2013. It was later reported that the patient had both leads revised back to the original placement. Anchors were used to help secure the leads and sutures were used to keep the device from further flipping in the pocket. The patient was receiving therapeutic stimulation. The patient was educated on the importance of not "fooling" with the device pocket to avoid a repeat of this event. No further information was provided.

Event description:
It was reported that the patient had "some" falls back in (B)(6) and her left lead pulled back and was wrapped around the device. The left lead was not getting the coverage the patient needed anymore and the right lead was only getting "partial" coverage because it was at an angle since the fall. External pressure was applied to readjust the leads, but was unsuccessful. The patient was in pain because of the lack of coverage. Additional information received on (B)(4) 2012 reported that x-rays showed the left lead completely coiled around the device and the right lead pulled down closer to the device. The x-ray also appeared to show the device flipped. It was unclear if the device flipped because of the bad fall or not. The patient denied manipulating the device herself and it was unknown if something else could have flipped the device. The device was reprogrammed and the patient stated she "felt like it was helping." The patient was to try the program for a few days or weeks and was told to call if more was needed.

Manufacturer narrative:
Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 37752, serial#: (B)(4), product type: recharger; product ID: 37743, serial#: (B)(4), product type: programmer, patient. (B)(4).